Event description:
It was reported that the doctor performed a lens explanation surgery. Date of original surgery was (B)(6) 2026. Post surgery cloudy vision was noted as well as the lens significantly tilted with possible rotisserie. The lens was exchanged on (B)(6) 2026 with a CT lucia 602 scleral fixated using the yamane technique. No patient harm or injury reported.

Manufacturer narrative:
Based on the information provided, the risk assessment for the lucia 3-piece product, and our experience, we have determined that the following factor may have caused or contributed to the reported issue: off-label use of the yamane technique: the CT lucia 602 lens is not validated for use with the yamane scleral fixation technique. This off-label method introduces rotational forces and anchoring dynamics that are not accounted for in the design specifications of the lens. In this case, the surgeon reported the yamane technique was used during implantation. Post surgery cloudy vision was noted as well as the lens significantly tilted with possible rotisserie, which ultimately required explantation. The haptics, while ideal for traditional in-the-bag implantation, may not provide the necessary resistance or stability when fixated externally via the yamane technique. The product was manufactured according to specifications, and no product-related deficiency was identified. The reported failure is attributable to off-label handling, not a product malfunction.